Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon attempted to implant an aq5010v, three-piece collamer lens, -4.00 diopter in the patient's eye. The cartridge was split at the end. The cartridge was not suitable for entry into the eye. No further information available. See MFR.# 2023826-2015-01468 for lens.